Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit . The technician troubleshot the device and found a defective patient side flow valve and a defective shunt valve. The technician replaced the defective parts and checked the device leak tightness. A diagnostic test, a test run and a electrical safety test were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow too low". Additional information: the incident occurred on start up of the device so no patient was involved. (B)(4).